Event description:
The customer reported that when the unit was turned on, a continous tone was heard. There was no response to any buttons being pressed. The unit was locked up. There was no report of pt involvement.